Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on : an unknown date the patient presented with neuropathy. (B)(6)-2013 the patient presented with bone growth tumors. L5-s1 moderate-severe right <(>&<)> moderate left foraminal narrowing w/s uspected mass effect on exiting right l5 nerve root was observed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.